Manufacturer narrative:
A joerns representative will be visiting the facility to inspect all 3 beds.

Event description:
It was reported to the manufacturer by the end user, per the end user, on(B)(6) 2016 I was pulling one of our bariatric patients up in one of your beds. As I was pulling the patient up my knee got stuck in the metal square slot located on the side of the bed (frame). The very next day, my right leg was swollen and bruised. I've been through physical therapy. I had a MRI done which showed that I have a meniscus tear which is causing a lot of swelling and pain. On (B)(6) 2017 I will be having surgery. Through additional communication with the facility, it was determined that they have three beds of the same model and are unable to determine which of the beds was involved in the incident. Complaint#(B)(4). Entered into our system.